Event description:
It was reported that during a stenting treatment procedure, stent foreshortening occurred. Vascular access was obtained via the femoral head, using an up and over approach. The 50-75% stenosed target lesion was located in the heavily calcified superficial femoral artery. A 7x118x120 epic vascular stent was advanced to the target lesion. It was noted that the stent was possibly being pinched in the tortuous iliac artery. The epic vascular stent was deployed, but compressed upon itself and post deployment, the length was 70mm. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).